Event description:
It was reported that during an lar procedure that abdominal air leaked soon after using. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.